Event description:
It was reported that during a recanalization procedure of chronic total occlusion in the popliteal artery using 6fr sheath, the tip of the catheter and the part of the core wire were allegedly separated after stent placement. It was further reported that the detached segments were retrieved successfully by surgical method. Patient reported as stable.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 07/2023.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Distal tip of the catheter was missing and not returned. Based on the findings, the investigation is confirmed for the reported detachment issue. A definitive root cause for the reported detachment issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2023), g3, h6 (method) h11: g1, h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a recanalization procedure of chronic total occlusion in the popliteal artery using 6fr sheath, the tip of the catheter and the part of the core wire were allegedly detached after stent placement. It was further reported that the detached segments were retrieved successfully by surgical method. Patient reported as stable.